Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from squeaking, clicking, pain, and discomfort. Update (B)(4) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicate the patient suffered from squeaking. Pfs alleges high metal ions, but no labs results provided at this time. Part/lot is being updated and the femoral stem is being added.